Manufacturer narrative:
The subject device was returned to olympus (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021]; pseudomonas sp. (Less than 10cfu); [second time]. Omsc was informed that a second microbiological testing had been performed, but there is no detailed information on the second microbiological testing. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus australia. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of olympus australia. Olympus australia does not perform microbiological testing. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.